Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. Reportedly, the wire was sticking out and was visible. No additional adverse patient effects were reported. This ra lead remains in service.